Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged metal wear and pseudotumor.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation received. Litigation alleges pain, inability to do adl, elevated metal ion levels, and metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges increased chromium and cobalt levels and groin, hip and leg pain. After review of medical records for MDR reportability, it was indicated that the patient was revised due to failed metal-on-metal total hip arthroplasty with pseudotumor and extensive metallosis. Revision notes reported disrupted capsular repair with no remaining capsule to repair, left hip pain, extensive metallosis and pseudotumor fluid. It was also stated that there was significant metallosis around the acetabulum and in the acetabular fossa. MRI revealed pseudotumor and blood lab results showed elevated cobalt and chromium levels above 7ppb.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.